Manufacturer narrative:
The customer complaint is for one (1) vial of 491452 lot number 2229702 that was empty and not able to be reclosed. A 12-month complaint review was performed. There have been previous complaints against 491452 for leakage and previous complaints against lot 2229702. Bd performs regular trending to determine if a corrective and preventative action (CAPA) is required, and as of this time the threshold for a CAPA has not been reached. Bd will continue to monitor and evaluate trends. Material 491452 is manufactured at the bd mebane, nc facility on a validated automated filling line referred to as the shibuya vial filling line. The review of the manufacturing DHR for lot number 2229702 identified that manufacturing began on 19aug2022 and a total of (B)(4) kits were produced with no issues observed. During the production process, a total of (B)(4) vials were subject to leak testing under vacuum with no leaking vials or cracked caps observed. An analysis of the retains was performed and did not identify any cracks, leaks, or other abnormalities. No pictures were provided, and no samples were returned. The complaint is not confirmed.

Event description:
Report 1 of 2. It was reported when using the vial surepath collection kit 500, the samples leaked out of the vial. There was no health impact or consequences reported.